Event description:
The patient called lifescan (lfs) in 05 and alleged that their meter was set to the incorrect unit of measurement. The patient reads their results in mg/dl and it was set incorrectly to mmol/l. The medical affairs specialist spoke to the patient in 05 and obtained/verified the following information. The patient stated that they noticed for the past week that their results were consistently below 100 mg/dl. Pt was taking 2 different oral medications twice daily, in the morning and at night. They contacted their physician for advice (earlier this week) and they was told to stop taking one of their two medications at night. In 05, they obtained a low result and they were feeling weak and hungry. They were unable to report their blood glucose results, as they did not have them with them at the time of the call. According to the patient, it was too early to call their physician so they went to the hospital. On the hospital meter, their blood glucose result was 259 mg/dl, which is considered a serious injury when obtained with symptoms. They did not receive any treatment, they were sent home where they took their oral medications. A replacement meter was sent to the patient.